Event description:
This lead was capped and replaced due to chronic dislodgement. The lead had loss of capture and sensing. It was not replaced. The associated pacemaker was replaced at the same with a single chamber device, time due to expected eri. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.